Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were reproduced. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.